Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer originally complained about questionable crep2 creatinine plus ver.2 tested on both a cobas 6000 c (501) module and a cobas 8000 (unspecified module) compared to an abbott system. From the data provided, a reportable malfunction was provided for crep2, astlp aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation, altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation, and ggt-2 -glutamyltransferase ver.2 standardized against ifcc / szasz. This medwatch will cover crep2. Please refer to the medwatch with (B)(6) for information on astlp. Please refer to the medwatch with (B)(6) for information on ggt-2. Please refer to the medwatch with (B)(6) for information on altlp. The erroneous results were released outside of the laboratory. The patient was sent to the hospital due the initial high crep2 result, but there was no allegation that the patient was adversely affected. The cobas c501 serial (B)(4). The customer did not provide any specific information on the cobas 8000 system. A preliminary assessment of the case stated that based on previous electrophoresis testing of the patient, the patient is believed to have an interfering factor present. The investigation is currently ongoing.

Manufacturer narrative:
The customer's cobas 8000 model used was a c701. The crep2 reagent lot from the cobas c501 was 337719 with an expiration date that was not provided. The crep2 reagent lot from the cobas 8000 c701 was 333624 with an expiration date of 31-jan-2019.

Manufacturer narrative:
The customer¿s results were reproduced. An interference is suspected. The product labeling contains a disclaimer for the suspected interference. The investigation did not identify a product problem.

Manufacturer narrative:
Request from FDA: could you please clarify what interference is suspected and provide us with a copy of the product labeling? Response from manufacturer: the confirmed high igm results and the kappa: lambda ratio outside the normal range (expected value: 1,29 ¿ 2,61) are indicative of a monoclonal gammopathy. Please refer to the limitations - interference section on page 3 of the attached creatinine instructions for use document.